Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated MDR # 1225714-2013-02516.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on unk date after the use of the product.